Manufacturer narrative:
Product was not returned to manufacturer. No examination can be performed. The instrument reference and lot number were not communicated by the reporter. Which prevent from reviewing the device history records and its traceability . Additional information were requested to the reporter. Conclusion is not yet available. Investigation still in progress. Not returned to manufacturer

Event description:
Roi-c : broken inserter. From information provided by the reporter : after deploying the first plate the inserter broke where the threaded portion attached to the graft. Update received : implant had to be removed because the inserter broken upon plate deployment. Update received on may 3rd : inserter bent. Threaded rod holder broke. The surgery was delay 35 minutes. No impact on patient was reported. Additional information were requested . Investigation still in progress.

Manufacturer narrative:
Additional information on (B)(6) 2018 : lot number can be read on threaded rod (lot :10111601/101). The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case with product range manager and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device malfunction. Root cause: wear from use.

Event description:
Roi-c : broken inserter from information provided by the reporter : after deploying the first plate the inserter broke where the threaded portion attached to the graft. Update received : implant had to be removed beacause the inserter broken upon plate deployment. Update received on may 3rd : inserter bent. Threaded rod holder broke. The surgery was delay 35 minutes. No impact on patient was reported. Additional information were requested and no further information provided. On (B)(6) 2018, product has been evaluated and lot number of the threaded rod has been evaluated. Lot number has been read (lot : 10111601/101). Device history record has been reviewed.

Manufacturer narrative:
The product will be returned to the manufacturer . No information was received on the device lot number which prevent from reviewing the traceability and the history device record. Additional information were requested. Conclusion is not yet available. Investigation still in progress.

Event description:
Roi-c: broken inserter. Update received on may 3rd: inserter bent. Threaded rod holder broke. Update received on april 18th: the reporter communicate the inner threaded rod reference. And the bent inserter reference and lot number. As reported " the threaded rod holder broke upon insertion of roi-c" two reports were sent for each part, including this one. Investigation still in progress.